Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had physical damage. Customer stated that there were scratches on insulin pump screen due that it was hard to see the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected failed battery test alarm noted during testing. Device had minor scratched lcd window. Device p-cap / test reservoir does lock in place properly and no anomaly noted. (B)(4)